Event description:
The filter was deployed off the introducer. However, the filter legs did not fully open. The physician shot contrast for view. He then advanced a catheter and manipulated the filter legs until they popped open and he felt they were against the caval wall.